Event description:
The pt experienced withdrawal symptoms including a headache, increased baseline spasticity, tingling of hands and feet, itching, twitch muscles, stiff neck muscles and a fluttering sensation all over. The catheter was confirmed to be fractured/sheared into two pieces via a dye study (date not reported); part of the catheter was floating in the intrathecal space. The pt was scheduled for a revision. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4) - fluttering sensation - (B) (4): catheter.